Event description:
The doctor reported the implant was removed due to osseointegration failure, 1 month after implant placement. Bone quality around the area was type ii, and oral hygiene around the implant was good. Bone resorption was observed during the implant removal surgery. The doctor reported that the prognosis was still poor with replacement implant. The patient is under monitoring for now.